Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -7.5 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause is listed as unknown.

Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic bent and presence of residue on lens surface. (B)(4).

Manufacturer narrative:
(B)(4).